Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray performed and the entire lead was examined, and no conductor fractures were noted. Additional findings: an optim sheath only abrasion was noted in one location consistent with friction to the device can. The silicone insulation beneath was not damaged.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture was noted on the right ventricular (rv) lead. Abbott technical support was contacted and increased pacing impedance was also noted on the rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.